Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During the visual inspection, the catheter was found kinked/bent. During functional testing, a test mandrel 0.0158in was advanced through the catheter without difficulty. The coil could not be advanced through due to the catheter being kinked/bent. In case of this complaint, it is most likely that friction between the target coil and the sl-10 microcatheter was met due to the catheter being kinked/bent. The catheter was kinked most likely due to some procedural factors encountered during use. In this case, it was also reported that the target coil and the sl-10 microcatheter perforated the aneurysm. It is likely that the catheter together with the coil erratically moved while the physician was pushing the coil against friction, causing the reported aneurysm rupture; however, this cannot be conclusively determined. The reported aneurysm rupture is a known anticipated complication to this type of procedures and patient condition and is listed as such in the device direction for use; therefore, a probable cause of anticipated procedural complication was assigned to the as reported issue aneurysm rupture.

Event description:
It was reported that during coil embolization procedure, resistance was encountered when advancing the coil though the microcatheter and the coil and subject micorcatheter perforated the aneurysm. The physician was able to remove both coil and the micorcatheter from the patient¿s anatomy and the procedure was completed. No known patient consequences were reported due to this event. No additional information was provided.

Manufacturer narrative:
This is 2nd of 2 mdrs.

Event description:
It was reported that during coil embolization procedure, resistance was encountered when advancing the coil though the microcatheter and the coil and subject microcatheter perforated the aneurysm. The physician was able to remove both coil and the microcatheter from the patient¿s anatomy and the procedure was completed. No known patient consequences were reported due to this event. No additional information was provided.